Manufacturer narrative:
Product analysis # product:9560524, lotno:my14c001: air analysis confirmed that the requested phenomenon was reproduced and it was observed that the thread of the handle screw was deformed during the inspection at the time of acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the multiple sources (user facility, service repair) via a manufacturer representative regarding a flex arm used for spinal therapy. It was reported that the red bearing on fixed part of flex arm was broken. Event occurred pre-op and there was no patient involved in this event. There were no further complications reported regarding the event.